Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (10mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pocket in her back (buttock) got infected and she had a cerebrospinal fluid (csf) leak. The pump was put in on (B)(6) 2017. She had a terrible csf leak from the very first time she had the pump and leaked about 1700ml of csf. The patient then later said she was leaking over 700ml/day of fluid. She had to be treated for more than one infection because she had csf leak which eventually pushed its way through the surgical opening and was dripping outside. In (B)(6) 2017, she was leaking fluid to the outside from the pressure of the amount that was in there. A different surgeon tried to do some repair and the patient had a revision surgery in (B)(6) 2017, but the healthcare provider (hcp) could not repair it. It still leaked. They had to remove the device almost a month later, in (B)(6) 2017. It stayed out until (B)(6) 2018. A different surgeon put a new pump in and she had no trouble since. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.